Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic sphincterectomy (est). According to the complainant, the jagtome was used along with the preloaded jagwire guidewire, for cannulation of the common bile duct. The jagwire guidewire bent to a loop and 1 cm of the hydrophilic tip detached inside the patient. The fragment was not removed and was left to pass naturally. The physician did not have any concerns with the un-retrieved fragment. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4): the complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.